Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease fold, opening and weight to spec. A microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: two striated edge opening on posterior side due to surgical damage.

Event description:
Patient reported right-side "I am having my implants removed because of fear of cancer." Patient additionally reported ¿swelling," ¿burning,¿ "implant severely deformed," and "breast was red." Patient also stated "the implants were twice the size as they use to be 6 months after implantation.¿ healthcare professional confirmed capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right-side "I am having my implants removed because of fear of cancer." Patient additionally reported ¿swelling," ¿burning,¿ "implant severely deformed," and "breast was red." Patient also stated "the implants were twice the size as they use to be 6 months after implantation.¿ healthcare professional confirmed capsular contracture, baker grade IV. Device was explanted.